Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type screening. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 19-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the trial lead showed impedances which showed avoid or do not use when trying to intraoperatively test. It was noted it was a very difficult lead placement. Multiple attempts were made to place the lead, however the patient had a large amount of scar tissue in their epidural space which made placement difficult. Impedances were run multiple times. The lead was moved slightly and impedances were run, ports on the wens were switched and the same high impedances were received. The lead was removed and another was tried. The issue was resolved at the time of report.

Manufacturer narrative:
Continuation of d11: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2020. Explanted: (B)(6) 2020. Product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation of the lead found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.